Event description:
Event description guidant received information that during the attempted implant of this implantable transvenous defibrillation lead, the lead would not transmit electrical current or sense the heart rhythm. The lead will be returned to guidant for analysis.